Manufacturer narrative:
A manufacturer representative went to the site to service the system. Found the rotor misaligned when door attempts to close. Performed a rotor offset and system checkout. O-arm operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the user attempted to close the gantry door, the pendant was indicating that the door is not closed. There was no patient involvement.